Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was not exposed to any extreme temperatures. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.